Manufacturer narrative:
As reported, the used device is not expected for evaluation as the unit was not returned from the user facility. Also, no photograph or visual evidence of the used/damaged trocar was provided for evaluation. Without the actual product, an evaluation could not be performed and the complaint therefore could not be verified. The root cause of the reported problem "tip breakage" was unable to be determined. A review of the device history record for this device could not be performed, as the product lot number was not provided. A 2-year review of product history for this device family showed a total of (B)(4) complaints of device breakage cannula. During the same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported tip breakage (B)(4) percent. This failure mode is addressed in the risk document with an acceptable risk level. To date, there have been no serious injuries related to the reported "cannula tip breakage". The oneport 5mm disposable surgical trocar has applications in a variety of laparoscopic procedures to provide a means of abdominal entry and access for laparoscopic instruments. To ensure proper function of the oneport 5mm disposable surgical trocar and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: endoscopic procedures should be performed only by physicians with adequate training and knowledge of these procedures. In addition, medical literature should be consulted regarding techniques, hazards, contraindications, and complications prior to performing these procedures. Verify compatibility of laparoscopic instruments and accessories from different manufacturers before utilizing them together in a surgical procedure. Use of laparoscopic instruments with diameters smaller than that indicated for the trocar may cause desufflation. Use of instruments in excess of 12.6mm may result in damage to the trocar and/or instrument.

Event description:
The customer reported that during use of the oneport 5mm disposable surgical trocar in a gynecological surgical procedure, the tip of the cannula was broken and some pieces remained in the patient body. The procedure was otherwise completed as intended with no further complications or serious injury reported. Despite the attempt to obtain additional patient/event information, to date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.